Event description:
This event was captured based on literature review, the use of the "preclosure" technique for antegrade aspiration thrombectomy with large catheters in acute limb ischemia. This study was designed to assess retrospectively short and mid-term outcomes of the use of a suture-mediated closure device to close the antegrade access in patients undergoing percutaneous aspiration thrombectomy with large catheters for acute leg ischemia. Seven patients developed inguinal hematomas. These complications were discovered clinically, and hematomas were verified by ultrasound. None of these patients with hematomas required any specific treatment. No additional information was available.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.